Event description:
Philips received a complaint from customer biomed, reporting the v60 ventilator would not remain in standby mode. There was no report of harm. A philips remote service engineer (rse) evaluated the device remotely with biomed and reported the average air was reading at -1.8 slpm even though the unit was set to 0. The rse recommended the replacement of the air flow sensor. The rse reported the customer would take responsibility to correct/repair the device by replacing the flow sensor assembly. The customer was notified to contact philips if this action did not address their device issue at which point a new service order will be created. The corrective action and final disposition of the device could not be confirmed because the customer did not respond to requests for additional information. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.